Manufacturer narrative:
This case was previously reported under mfg#119421-2017-00483, as it was then identified as being against a cartridge. Product evaluation: no injector was returned for evaluation for the report of the injector causing a torn haptic during its delivery; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. The customer indicated the use of an (B)(4) with an unspecified monarch handpiece. The reporter did not provide the diopter of the iol used, which is essential in determining whether the combination is qualified for use together. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a trailing haptic was torn off by the inserter. The iol was cut out and removed, a new lens inserted, and a vitrectomy was performed. Additional information was requested.